Event description:
I have a 10 year old specials needs child with type 1 diabetes. His dexcom g7 sensors are consistently giving us false readings both highs and lows. It's like one will be too low all the time and the next will be too high all the time. It has been over 100 points off. Thank goodness he is not connected to an insulin pump or he would have been severely dosed incorrectly.